Event description:
Reportedly, ats 3f aortic valve was explanted on (B)(6)-2009 after 3 days implant duration due to high gradients. Doctor reported that he had originally sized the annulus to a 19mm. But, since a 19mm is not available, he decided to implant a 21mm. Doctor was advised that over sizing the valve could led to higher gradients. Doctor did not want to put in a mechanical valve because of coumadin. Doctor decided to go ahead and implant the 21mm. Initial gradient was 16 mmhg. However, a tte performed a few days later showed a high gradient. Doctor explanted valve and replaced with a 19mm mechanical valve. Doctor reported that at explant, it was noted that the pt had an 18mm annulus. He also reported that the 3f tissue valve looked fine. No pt problems were reported as a result of this event.

Manufacturer narrative:
Valve discarded at hospital. Review of device history record for this valve confirmed that it met all specifications and passed all inspections prior to release.